Event description:
After an implantation period of approximately 48 months it was reported that the lead was extracted due to oversensing in the ventricular channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 58 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the distal fragment. The insulation was found abraded through 52 cm and 46.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Additionally, a further cut was found into the insulation 32 cm proximal to the lead tip, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.